Event description:
Account alleged the brakes did not hold. The brakes did engage but did not hold. No injuries reported.

Manufacturer narrative:
The account replaced the brake/steer caster and the brake caster to resolve this issue.